Event description:
It was reported in an article in journal of ¿vascular and interventional radiology¿ titled ¿percutaneous arteriovenous fistula creation with the wavelinq 4-french endoavf system: a single-center retrospective analysis of 30 patients¿ that approximately sometime post procedure, out of thirty patients, there was one patient who developed brachial artery pseudoaneurysm after sheath removal and was treated with manual compression and thrombin injection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the patient report of adverse effects - pseudoaneurysm post arteriovenous fistula creation. The definitive root cause for the reported adverse effects of pseudoaneurysm could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: panagiotis m. Kitrou, lamprini balta, evangelos papachristou, marios papasotiriou, konstantinos katsanos, michail theofanis et al., (2021). Percutaneous arteriovenous fistula creation with the wavelinq 4-french endoavf system: a single-center retrospective analysis of 30 patients. Journal of vascular and interventional radiology, 33(1):33-40. Doi: 10.1016/j.jvir.2021.09.021. H10: g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Panagiotis m. Kitrou, lamprini balta, evangelos papachristou, marios papasotiriou, konstantinos katsanos, michail theofanis et al., (2021). Percutaneous arteriovenous fistula creation with the wavelinq 4-french endoavf system: a single-center retrospective analysis of 30 patients. Journal of vascular and interventional radiology, 33(1):33-40. Doi: 10.1016/j.jvir.2021.09.021 device not returned.

Event description:
It was reported in an article in journal of ¿vascular and interventional radiology¿ titled ¿percutaneous arteriovenous fistula creation with the wavelinq 4-french endoavf system: a single-center retrospective analysis of 30 patients¿ that approximately sometime post procedure, out of thirty patients, there was one patient who developed brachial artery pseudoaneurysm after sheath removal and was treated with manual compression and thrombin injection. However, the current status of the patient is unknown.